Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue resurfaces. The customer acknowledged and understood the guidance given.